Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer¿s blood glucose went high and insulin pump alarmed no delivery during basal and bolus also stated they have already done troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer had not tries different cannula lengths. Customer stated that the tubing was not bent or kinked. Customer stated that they have tried all remedies. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will not be returned for analysis.